Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 393 mg/dl and the customer informed the healthcare provider. An insulin injection was used to address the bg level. During troubleshooting with tandem technical support, the customer observed air bubbles in the infusion set tubing and the occlusion appeared to be within the tubing.